Event description:
Boston scientific received information that a low shock impedance measurements of less than 20 ohms was detected by this device on the transvenous lead. It was determined the measurement was recorded during a pulmonary vein ablation with no further issues noted on the lead since. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.